Manufacturer narrative:
H2) additional information: the patient's dob was not provided. However, the patient's year of birth was 1946. H3: the battery charger 2 was returned to the manufacturer for analysis. Analysis found that the battery charger was electrically o verstressed. The transistor was physically damaged and part of the body was chipped off. Analysis found that the reported event was related to a electrical issue. H6: fdm b01, fdr c02, and fdc d02 previously reported are applicable to the hardware analysis. Img codes updated to g02002 <(>&<)> g02003. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: bi71000525, lot #: unknown, ubd: unknown, UDI #: unknown product ID: bi71000526, lot #: unknown, ubd: unknown, UDI #: unknown product ID: bi71000126, lot #: unknown, ubd: unknown, UDI #: unknown h2, h3, h6: a medtronic representative visited the site to evaluate the equipment. Battery tray 5 and charger were replaced. Codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that there were multiple anomalies during the use of this unit. The site attempted to prepare the unit "this morning" and the unit needed to calibrate motion, but was completely frozen. None of the buttons on the pendant were responding. They rebooted multiple times, then were able to complete calibration and take a spin. They did a first case, and the unit worked without a problem. They did a second case and attempted take an ap and lateral. The ap didn't look good and during the attempt to take the lateral, it froze and made a continuous beeping. The unit wouldn't respond to any motion controls. They rebooted the unit and the beeping stopped. They attempted take an ap and lateral again. The ap worked, but during lateral, it gave a weak beep and wouldn't expose. The site rebooted and got it to expose and then was able to take a spin. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: it was determined there was an accidental radiation occurrence due to image quality. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Per wo00872154 battery tray 5 ((B)(6)) and battery charger ((B)(6)) replaced to resolve. 4 unused 2d images taken, unable to estimate dose. Number of people exposed: 1 - patient total number of people in or unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.